Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue of the device powering off by itself; however, after more than 18 hours of bench testing physio observed that the device would not complete a power on cycle when prompted. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.  Physio observed that after being on for a significant amount of time, the sbc caused the device to only boot-up intermittently with a blank display.

Event description:
The customer contacted physio-control to report that their device will intermittently power off by itself. There was no patient use associated with the reported event.